Manufacturer narrative:
This is one of two device reports related to the same event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced metabolic alkalosis, arrhythmia, hypotension, hypokalemia, cardiac arrest and all injuries associated therewith, and subsequently expired. It is further alleged that the event was caused by the pt's exposure to the product administered during dialysis treatment.